Event description:
"Blood leakage / defective: the physician noticed blood leaking while cannulating the contralateral gate of the treo main bifurcated stent graft after deployment of the contralateral gate the device. A large amount of blood leaked from the lead screw, which was located proximal to the gray turn knob, making the surgical field to become covered in blood. Examination of the puncture site where the device was inserted revealed no obvious blood leakage; therefore, it appeared that blood was flowing backward through the sheath. The procedure was continued as it was, and the device was successfully implanted. After the procedure, as it was suspected that the hemostatic valve of the sheath might be defective, the delivery system was removed, leaving the sheath. The delivery system could be removed with almost no resistance, which was not normal. On the other hand, the same attempt was made with a cuff stent graft (19fr, 30 mm), and there was more resistance than with the main bifurcated stent graft when the delivery system was removed, requiring a bit more force. Therefore, it was suspected that the valve on the main bifurcated stent graft was defective. When the sales representative asked the physician if the valves of the sheath had been closed when removing the delivery system, the physician confirmed that the grips of the sheath housings of the main and cuff devices could be rotated properly. Operation type: evar blood loss: amount is unknown no image available due to hospital policy pre-case plan available upon request additional information available upon request (tc#(B)(4))". Patient outcome: "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.